Event description:
Customer reported potential discrepant results for troponin I (tni) on triage cardiac profiler kit. It is not clear whether there is an issue with false positive or false negative results, but results did not remain on the same side of the 0.05 cut-off for multiple draws from same pt.

Event description:
Customer reported potential discrepant results for troponin I (tni) on triage cardiac profiler kit. It is not clear whether there is an issue with false positive or false negative results, but results did not remain on the same side of the 0.05 cut-off for multiple draws from same pt.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation pending.